Event description:
It was reported that the lead exhibited unacceptable thresholds during implant. The lead was not implanted. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the insulation damage found was sustained during the surgical procedure. The lead was otherwise normal.